Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/20/2013: the device was returned to animas and evaluated by product analysis on 09/19/2013 with the following results: testing confirmed the up adn down buttons have an intermittent response. Removed the keypad and found contamination under all button contacts. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).